Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore w e are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent microdiscectomy. During the surgery the product broke. No complications were reported.

Manufacturer narrative:
Additional information: product analysis :the upper dynamic jaw is broken off at the base of the instrument shaft, with deformation noted on one side. Microscopic examination discovered a quasi-brittle fracture. The location, fracture surface morphology, with laterally oriented river lines and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. If information is provided in the future, a supplemental report will be issued.